Event description:
LVAD patient (HeartMate 3 presented with sudden blurred vision, headache, nausea and vomiting. The patient reported a fall a couple days before the admission. The patient was found to have hemorrhagic pineal cyst and obstructive hydrocephalus. The patient was admitted to neuro ICU for close monitoring. The patient's INR upon admission was 5.6, goal 2-3. Based upon recommendations from Neurosurgery, the patient's anticoagulation was reversed.